Event description:
During the procedure, the surgeon was manipulating the spider arm when it suddenly disengaged from the pt's arm, allowing the arm to drop and break sterile technique. This caused the arm to become unsterile in the sterile field. The arm was redraped and reattached to the spider arm, gloves were changed and the procedure continued.